Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis technician evaluated the suspect device. The device passed 90 hours of extended bench testing at the customer's settings. The device failed troubleshooting final test for a non-conformance with the oxygen leak test. As a precaution the service technician replaced the oxygen blender. The device then passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that a patient suffered an adverse event while connected to lap top ventilator 1200. At this time, the customer refused to disclose the adverse event. No further information has been provided regarding patient injury and/or death.